Event description:
Procedure type: low anterior resection. Procedure date: 2008. According to the reporter: the anastomosis would not hold due to staple malformation. Leaks were also observed. No bleeding, no report of delay to surgery. A temporary colostomy was set. Pt current condition is reported satisfactory.